Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed water deposit damage. The main circuit board will be replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to water damage of the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.